Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. At the time of this report, the patient was transferred from automated pd to continuous ambulatory pd due to peritonitis. The cause of the event, hospitalization, treatment, and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.